Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was elevated (258 mg/dl). After receiving the alarm and prior to contacting tandem technical support, the customer successfully performed the load sequence to change out supplies (cartridge, infusion set, cannula) and insulin delivery was resumed.